Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced a defective acid pump, valve and fitting at the input side of the valve due to a short dispense. The cse also replaced reagent probe 1 diluter and aspirate probe 1 pinch valve. Patient samples were run, resulting as expected. The cause of the discrepancy in (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
One patient sample was tested for antibodies to (B)(6) on an advia centaur instrument. The sample was initially tested and was within the retest zone. The sample was repeated twice, after which two of the three results were <10 index and the patient was considered non-reactive. The sample was repeated and two of three results also resulted <10 index. The sample was then tested in two secondary sample tubes (sst) and an interpretation of reactive occurred after one sst set and an interpretation of non-reactive occurred after the other sst set was run. It is unknown whether the patient is reactive or non-reactive for (B)(6). There are no reports of patient intervention or adverse health consequences due to the discrepancy in (B)(6) results.